Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), the balloon ruptured during post dilatation due to calcification burden in the left ventricle outflow track (lvot). The team was able to get the balloon back to the sheath, but not in the sheath. A surgical cut down was necessary to remove the delivery system. Per pre-deco evaluation, the esheath distal liner had circumferential delamination, 2" in length, and the marker band was returned separated. The valve area was 510mm. Balloon aortic valvuloplasty (bav) was not performed. There was mild calcification of the native valve and leaflets, one chunk of calcium that appeared to be below the left coronary cusp (lcc) extending into the lvot. The team had discussed not doing a post dilation because of this but the paravalvular leak was moderate & in 3 different areas not involving the chunk of calcium. No extra volume was added to the balloon prior to the post dilation inflation. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath, but due to the way the balloon ruptured it could not be pulled back into the sheath. There was no crossing difficulty. There was no retained volume in the balloon. There was damage to the sheath caused by the balloon withdrawal.

Manufacturer narrative:
The delivery system and sheath were returned after use in the procedure. The delivery system was fully inserted through the sheath. The devices were separated for decontamination and evaluation. Please reference related manufacturer report no: 2015691-2018-03704 for evaluation of the returned delivery system. A 3mensio report was provided. The report shows the tortuosity of the access vessels, but does not provide any information to confirm the complaint or indicate a potential root cause. The sheath was visually inspected. The sheath liner was delaminated at the distal tip for a total length of 2¿ and the marker band was separated. No other abnormalities were observed. Due to the nature of the complaint, no functional testing was able to be performed. As there are no dimensional specifications related to the complaint, no measurements were taken.  The work orders are the most relevant work for the reported complaint did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints for ¿sheath distal tip - liner delamination¿ or ¿sheath distal tip ¿ separated marker¿. A review of complaint history from october 2017 to september 2018 for the edwards esheath (all models and sizes) revealed other similar complaints for ¿sheath distal tip ¿ liner delamination¿ with returned devices. The complaints were confirmed, but no manufacturing non-conformance were found in the returned samples .available information suggested that patient and/or procedural factors may have contributed to the events. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rates did not exceed the control limits for the applicable trend category. Therefore, no corrective or preventative action was required. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿damaged¿. A review of complaint history from october 2017 to september 2018 for the edwards esheath (all models and sizes) revealed other similar complaints for ¿sheath distal tip ¿ separated marker¿ with returned devices. The complaints were confirmed but no manufacturing non-conformities were identified in the returned sample. Available information suggests that patient/ procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. A product risk assessment was previously initiated for risk assessment and corrective/preventative actions were addressed through a CAPA. Since no manufacturing non-conformities were identified in the returned samples and both complaint and fmea occurrence rates do not exceed their respective limits, no further corrective or preventative action is required. Trending for this issue will continue to be monitored. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿separated¿. Esheath IFU, commander delivery system, system preparation manual, and procedural training manual were reviewed for instructions or guidance for use of the esheath. No IFU/ training deficiencies were identified. During the manufacturing process, the esheath underwent multiple processing and inspections. The sheath shaft was 100% inspected. It was visually inspected using minimum 3x magnification. These inspections were repeated 100% on the completed sheath assembly. Product verification (pv) testing was completed for the work order on a sampling. Pv testing includes visual inspection for seam separation and sheath expansion test, including inspection for sheath damage after expansion. All samples from the related work order passed pv testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaints for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath distal tip ¿ separated marker¿ were confirmed. A review of DHR, lot, complaint history and manufacturing mitigation revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. According to the complaint description, the balloon ruptured at the end of valve deployment. A ruptured balloon has an altered profile, which may hinder it from being easily withdrawn into the sheath. This can cause the delivery system to become stuck on the tip of the sheath, requiring additional force to remove it. The additional force may have contributed to the reported liner delamination. Once the liner delaminated, the c-marker band would have been exposed. Additional manipulation of the sheath with the liner delaminated and c-marker band exposed may have resulted in the separation of the c-marker band. Available information suggests procedural factors (withdrawal of a burst balloon) may have contributed to the complaint events; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Regarding sheath distal tip ¿ liner delamination, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Regarding sheath distal tip ¿ separated marker, a CAPA was previously initiated to address reported marker band separation. Corrective actions associated with the CAPA included increasing the trim length to 1 mm and repositioning the marker band further proximal under the liner. The CAPA was closed on 10/30/2015 after no additional dislodgements were documented for 6 months/(B)(4) units. While the complaint device work order was manufactured after implementation of corrective actions as documented in a CAPA the occurrence rates for this failure mode do not exceed september 2018 control limits. In addition, no manufacturing non-conformities or IFU/labeling/training deficiencies were identified and the reported event was attributed to patient/procedural factors, so no further corrective/preventative actions are required. Regarding sheath distal tip ¿ liner delamination, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the complaint control limits, a product risk assessment escalation is not required. As a result of increased complaint rates for separated markers on esheath devices, a product risk assessment (pra) was initiated previously to assess risks associated with the issue. The fmea assessment section of the pra highlights the failures and their risks.  The complaints for ¿sheath distal tip- liner delamination¿ and ¿sheath distal tip ¿ separated marker¿ were confirmed. No manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors (withdrawal of a burst balloon) may have contributed to the event. No labeling or IFU inadequacies have been identified. For the separated marker, a product risk assessment was previously initiated for risk assessment and corrective/preventative actions were addressed through a CAPA. Since no manufacturing non-conformities were identified in the returned sample and occurrences rates do not exceed trend control limits, no further corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.